Event description:
While doing baby's care, there was a 2.5 inch by 2.5 inch round area that was wet IV fluids caused by a cracked IV tubing filter. Filter changed on IV tubing using sterile technique and infusion never interrupted. FDA safety report ID# (B)(4).